Event description:
It was reported the device needs to be calibrated. It was reported the patient was cut up and required medical intervention. Additional information has been requested.

Manufacturer narrative:
Additional information received (B)(6) 2015: the patient was undergoing a surgical debridement of bilateral upper and lower extremities. The device ¿torqued¿ the skin on sides of the baled but not in the middle. The procedure was completed by using another dermatome. The device was sent back to integra. Clarification regarding the description of the event was requested: it sounds like the skin at the edges of the graft were twisted as they were being cut. It does not seem additional grafts were needed. Please confirm my understanding. Reply from customer contact: affirmative.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015 . Device history record reviewed for (B)(4) manufactured on (B)(6) 2015 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on (B)(6) 2015. No manufacturing or design related trend has been identified. Based on failure analysis of returned device, reason for return was not confirmed. Head calibration was in tolerance on all points. Inspection of the head and gauge bar show both parts within specifications on all critical dimensions.